Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter (wife) on (B)(6) 2014 and obtained the following information. The alleged issue began a couple weeks prior to contacting lfs. It was reported the patient obtained blood glucose results of ¿217 mg/dl¿ with the subject meter and ¿188 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. Based on the alleged result, the patient administered self insulin (amount not specified). About 2-3 hours after, the reporter claimed the patient felt low blood glucose symptoms of ¿a little sweaty,¿ fidgety and behavioral changes. The patient drank juice and ate carbohydrates as treatment. The reporter confirmed the patient felt better shortly after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/08/2014). The patient¿s meter has been returned on 6/20/2014 and evaluated by lifescan product analysis on 6/25/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.